Manufacturer narrative:
The following devices were also listed in this report: device name# ti dur reg fluted stem 21x80mm; cat# 64786655; lot# unknown. Device name# mrh knee fem m lft; cat# 64811120; lot# unknown. Device name# ti dur reg fluted stem 18x80mm; cat# 64786640; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Information received from (B)(4) indicates the following: prosthetic joint infection. Infection diagnosed as coag negative staph, but unclear if spacer was placed (study data indicates no components were removed). Left knee.